Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019. It was reported that the customer had high blood glucose levels of over 33.0 mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 13.0 mmol/l. It was reported that the customer was hospitalized for three days. It was reported that the customer was treated with intravenous drip at the time of incident. It was reported the infusion set was changed on (B)(6) 2019. It was reported that the customer was admitted to hospital due to high blood glucose levels. It was reported that the customer experienced symptoms related to the high blood glucose levels which included vomiting, ketones, difficulty in breathing and abdominal pain. Troubleshooting was performed. During the high-pressure test, the insulin pump gave no reservoir alarm. It was reported that there was no site issues and all the programming was good. Product is not expected to return for analysis.